Event description:
Customer's wife reported blood glucose results of 434 mg/dl and 175 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, took 10 units of insulin. No adverse event reported. A request was made for the return of the system, replacement was sent.